Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on next day discharge check patient had several non-sustained v oversensing episodes. Upon review, post-paced t-wave over-sensing was noted. Programming changes were performed. The patient was in stable condition.